Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having issues with the insulin pump's keypad because the buttons were not working. Customer stated the screen just kept going when up button was pressed. Customer's blood glucose was 438 mg/dl. Customer also stated the insulin pump may be exposed to some perspiration. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.